Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since being implanted the patient¿s pain increased. The pain was at the ins area and went down all the way into the patient¿s hips and down her legs. At first the patient thought it was because she was cut on and because of swelling, but as the weeks progressed the pain increased and increased, and as the months progressed by her pain got intolerable. It was causing the patient¿s pain to increase by ten. The patient reported that the device was protruding out of her skin. It started where she could see the top of the edge of the implant and now you could see the whole implant protruding out of her back. It was noted that the ins started protruding in late (B)(6) of 2016 to late (B)(6) of 2017. The patient wanted to have the device removed. It was noted that a manufacturer representative (rep) was aware of the issues a couple of months prior to (B)(6) 2017. The rep was supposed to meet the patient at the healthcare professional¿s (hcp¿s) office two months prior to (B)(6) 2017 but never showed up. The patient had tried calling the rep and left messages but had not heard back. It was noted that the patient left a voicemail for the rep on (B)(6) 2017 and called her on (B)(6) 2017. The patient was to follow-up with the hcp. It was noted that this was a gradual change in therapy/symptoms. Additional information was received from the rep. It was reported that the rep was never informed of the patient¿s last appointment. The rep spoke with the patient on (B)(6) 2017 and scheduled her for (B)(6) 2017. It was noted that the rep did return the patient¿s call and left a voicemail. Additional information was received from another rep. It was reported that the rep called the patient and left a message as well. Additional information received from the manufacturer representative reported that the patient was seen by them on (B)(6) and the patient decided to have an explant. It was noted that the patient had burning in her leg because the unit was still on when she thought she had turned it off. The representative stated that all electrodes were out of range and over 10000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was not aware of the battery protruding out of the patient's skin. The patient only spoke to the rep about burning which was addressed.